Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 10jul2023. H6: investigation summary. One physical sample was provided to our quality team for investigation. Through visual inspection, the tip is observed to be broken off of the syringe. A device history review was performed for reported lot 2302024, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Machine molding parameters were verified to be within required limits. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues related to the reported incident were found. Based on our quality team's investigation and given the device records did not identify any failures related to this incident, we are not able to determine a root cause related to our manufacturing process at this time. It is possible the tip broke as a result of the force used to engage the device. Complaints received for this device and reported condition will continue to be tracked and trended for future occurrence.

Event description:
It was reported while using bd plastipak¿ syringes the tip broke. There was no report of patient impact. The following information was provided by the initial reporter: when connecting a 50 ml syringe to a rhythmic full set pump tubing, the healthcare professional notices that the tip of the syringe is broken. Change of device. Contamination of work area. Risk of hcw exposure to cytotoxic agents. Device kept for analysis.

Event description:
It was reported while using bd plastipak¿ syringes the tip broke. There was no report of patient impact. The following information was provided by the initial reporter: when connecting a 50 ml syringe to a rhythmic full set pump tubing, the healthcare professional notices that the tip of the syringe is broken. Change of device. Contamination of work area. Risk of hcw exposure to cytotoxic agents. Device kept for analysis.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.